Event description:
The patient had an occlusion starting at the cavernous segment of the internal carotid artery. The physician used a psc054 tracked over a psc032 and transcend wire. The psc054 successfully aspirated the clot in the cavernous ic. The psc054 would not advance around the ophthalmic artery into the supraclinoid segment of the ic, even with the transcend and psc032 placed in the m1 segment of the mca. The physician pulled the entire system out to switch to a psc041. The patient then began throwing up and had an elevated bp. The physician did another angiography and observed extravasation around the mca. The physician commented that he is unsure if the vessel injury was at the ic or the mca. He then placed coils in the ic and stopped flow.